Event description:
Physician's notes states "these implants were in for 20 years in a young very active patient. I think it's great they lasted even this long. No reaction to the fractured implants of significance was noted".

Manufacturer narrative:
H6 - results: shear separation; conclusions: - separation is condition of exposure while implanted. Results: 10 - wear marks. 100 - amber color. Conclusions: - amber color condition of aging. - no mfg related defects found.